Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a primary heparin 25000 u/250 ml infusion set to infuse at 22.5 ml/hr was empty 19 minutes after initiation. The infusion rate had been double checked with another nurse upon hanging the drip. The ptt was elevated (>240) 3 hours after the event, however it returned to normal within the next 3 hours. The pt required hourly neurological assessment and a CT scan of the head was performed. No changes were identified. Customer reports no harm to the patient from this event.

Manufacturer narrative:
MFR's report date: 08/04/2015.

Manufacturer narrative:
MFR's report date: 05/14/2015. The customer's report of an unregulated flow incident was not confirmed or replicated on the returned device. The pump module was initially programmed using guardrails on (B)(6) 2015 at 8:58 am for the drug heparin at a concentration of 25000unit/250ml. On (B)(6) 2015 at 7:15 am the user changed the rate to 22.5ml/hr. On (B)(6) 2015 at 4:55 am the user changed the vtbi to 200ml and started the infusion which infused at a rate of 22.5ml/hr. The primary volume infused was recorded by the device to be 3088.lml. At 5:14 am the user powered off the pump module. Physical inspection of the device was performed and no issues were observed that could have contributed to the reported unregulated flow event. During rate accuracy testing, the device was found to be in specification and there were no periods of unregulated flow observed. The root cause of the customer's report of an unregulated flow incident was not determined.